Manufacturer narrative:
(B)(4): the customer reported the device failed pacer testing on startup. The customer verified the problem by swapping out a defective therapy cable and test load. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed pacer testing on startup. The customer verified the problem by swapping out a defective therapy cable and test load.